Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had ail sensor alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during site visit that clinicians have experienced having air in line alarms within a few seconds of pressing the start key to initiate an infusion. There was patient involvement, however no harm reported.